Manufacturer narrative:
A product development investigation was performed. One (1) drive shaft, minimum 520mm length, for use with ria (part number 314.743 / lot number 14519-01) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located within approximately 7.0mm to 9.0mm distal to the distal edge of the drive shaft helix. Furthermore, the distal 1.5mm of the helix shows scraping and appears ground down which shows evidence of exposure to significant force. The proximal connecting post shows indents along the groove, the hexagonal portion, and the diameter change directly distal to the hexagonal portion. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the damage of the coupling and helix point to exposure to excessive force. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the relevant features could not be obtained. The shaft on the proximal side of the helix, away from the break, was confirmed to be within the specification. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ information on care and maintenance is provided per the processing synthes reusable medical devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight was not provided for reporting. Additional device product code hrx. Device is an instrument and is not implanted / explanted. Patient code (B)(4) used to capture additional x-rays were taken to ensure all fragments were removed due to the broken device. Device history records review was completed for part# 314.743, lot# 14519-01. Supplier: (B)(4)., release to warehouse date: jul 13, 2006. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the drive shaft sheared off. Patient underwent a bone graft from left femur and open reduction internal fixation (orif) of left distal radius procedure on (B)(6) 2017. While obtaining bone graft using a drive shaft, a ria (reamer/irrigator/aspirator) tube assembly, and reamer head, the tip of the drive shaft sheared off. The fragments were easily removed without requiring additional intervention. Additional x-rays taken during surgery confirmed no fragments were retained in the patient. X-rays are not available for review. A back up drive shaft was unavailable. Surgeon had to re-strategize the rest of the procedure causing a two minute surgical delay. Surgeon had obtained some bone graft prior to the breakage and supplemented the remaining with allograft and a competitor¿s bone graft. Procedure was completed successfully. Patient status/outcome was reported as stable. Prior to the procedure on (B)(6) 2017, patient had an orif of the left distal radius on an unknown date. It is unknown if synthes devices were implanted and what was implanted. Bloodwork and x-rays taken on unknown date confirmed a nonunion and infection. It is unknown what kind of infection and if patient reported any adverse events. All hardware was later removed on unknown date. Surgery on (B)(6) 2017 was performed to address the nonunion and infection. Concomitant devices reported: ria tube assembly min 520mm length-sterile for 314.743 (part# 314.746s, lot# h223161, quantity 1). 14.0mm reamer head- sterile for reamer/irrigator/aspirator(part# 352.254s, lot# 9957227, quantity 1). This report is for one (1) drive shaft minimum 520mm. This is report 1 of 1 for (B)(4).